Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and thrombosis are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient had a 3.0 x 18 mm promus stent implanted in the right coronary artery (rca) on (B)(6) 2011. The patient is still experiencing unstable angina and the patient has reported that the promus stent is "clotting" at one of the ends. It is unknown if this has been confirmed by angiography. The patient has returned to her previous cardiologist for treatment and the physician has adjusted the patient's medications with plavix being changed to effient, and metropolol and isorbide ER added. Nitro usage has also increased to daily use. The patient has reported continuing issues with the clots, which are being managed with medication. No additional information was provided.